Manufacturer narrative:
Should add'l info become available regarding this event, it will be reevaluated and a follow-up report will be sent.

Event description:
It was reported the pt experienced recurring incontinence. An add'l 3.5cm cuff was added. The 61-70 cm pressure regulating balloon (prb) was replaced with a 71-90 cm prb to decrease the recurring incontinence.